Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (service code 205) has been confirmed. Upon investigation the monitor was intermittently resetting and displaying service code 205. The monitor exhibited a flash memory failure at bga components u102 and u105 on the computer/analog board. The root cause for the flash memory failure could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a (B)(6) patient's monitor was displaying service code 205.